Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted in the middle part of the balloon upon first inflation at 6atm within 20 seconds. The device was removed using the usual method without any issue and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.